Event description:
Female patient was taken to surgery for right knee arthroscopy with meniscus repair. Upon using the smith and nephew dyonics 4.5mm synovator blade, metal like fragments were given off by the instrument. The surgeon immediately stopped using the instrument and removed it from the field. The device was in oscillating mode, was shaving the patient's meniscus and was not being torqued in any manner. The surgeon flushed out the fragments with copious amounts of saline to flush out the particulate. Another synovator blade was used to finish the procedure. There was no injury to the patient, who was sent to the pacu for recovery after the procedure was finished.====================== manufacturer response for 4.5mm dyonics synovator curved shaver, dyonics======================we have reported this issue previously. We have returned several devices for evaluation purposes and was initially told the flaking was lubricant but have not received any evaluation letters from the manufacturer on the recent devices we have sent for evaluation.